Manufacturer narrative:
Batch review performed on 17 february 2021: lot 1907948: (B)(4) items manufactured and released on 03-march-2020. Expiration date: 2025-02-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
6 months after primary surgery the patient had pain. Post-op x-rays indicated the tibial tray was too large and was overhanging on the lateral tibial side. The surgeon revised the femoral component, tibial tray, and liner. The surgery was completed successfully.